Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-8216-50, serial/lot #: (B)(4), description: artisan surgical lead, 50cm. The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had developed an infection in both incision sites. The incision had opened up from bumping it against the car seat and the ipg was exposed. The area around the ipg was very red. The physician could not confirm the cause of the infection. The patient was admitted in the hospital and was prescribed intravenous antibiotics. The patient underwent an explant procedure. No device malfunction was suspected.